Event description:
Event description boston scientific received information that this ventricular lead displayed loss of capture. Additionally, the atrial lead was suspected to have perforated the heart wall. An echocardiogram was performed and there was no evidence of perforation; however, a slight pleural effusion was noted. It was reported that the ventricular lead was capturing; however, the atrial lead sensed the ventricular activity due to the position of the lead (high in the septal wall). Our company received additional informaiton that during ECG inspection the physician noticed an inverted p wave pacing the atrium. It was determined that the lead was inserted in coronary sinus.